Event description:
Pt rec'd 144.32gy of therasphere to the right lobe of the liver in 2001. Pt presented to the emergency room one month later with constant ruq pain, nausea with no vomiting and no appetite. On physical exam, abdomen was distended with tenderness in the ruq upon palpation. Ggt and alkaline phosphatase were elevated, 662 and 238 respectively. Pt was given fluid rehydration and fentanyl for pain.